Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer stated that he had a low of 37 mg/dl while on the pump on saturday. The customer stated that his truojeo insulin was still active even after 28 hours when the customer was trained. The insulin caused the customer to have low blood glucose readings. The customer had to go to the hospital after being pulled over by an officer because he was driving.